Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 volt power supply was adjusted during the service call.

Event description:
The customer reported that the 9600 system had a white screen and would not fluoro. No pt injury was reported.